Event description:
It was reported the patient's blood glucose (bg) level rose above 250 mg/dl while wearing the pod between 36 and 48 hours on their abdomen. Information on treatment was not provided. The device was originally reported for alarming during operation with high bgs.

Manufacturer narrative:
The pod was received with the soft cannula deployed and corrosion visible on the underside of the printed circuit board (pcb) assembly through the bottom housing as well as a crack and discoloration in the top housing. Upon opening the pod, corrosion was observed on multiple internal components including the commutator cap, reservoir, mechanism rails, catch beam, slide retract, and bottom battery. All attempts to retrieve the data from the pod were unsuccessful. Measurement of the battery voltages found all three battery voltages to be lower than expected due to the internal corrosion. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in an internal leak that contributed to the observed corrosion. It could not be conclusively determined if the crack in the top housing allowed for fluid ingress that contributed to the corrosion. No other damages or deficiencies were observed that would result in a hazard alarm. Without the pod data, it could not be conclusively determined if an alarm was generated by the pod. The exact cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.5 smartphone hardware: iphone16.2 cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.